Manufacturer narrative:
Product complaint # (B)(4). Date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune instrument was not reaching the minimum required temperature for sterilization.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
We added a document. This document shows that our instruments in the validation tests do not meet the standard on some points. We also want to add that what is now in the report is nonsense. It is written: ¿the photo investigation revealed that based on the available photo device looks clean, no signs of foreign substance or dirt found on attune system impactor.¿ this was not the complaint. The complaint is about the temperature not being reached.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "certain instruments not reching the minimum required temperature for sterilisation". The product was not returned to depuy synthes, however photos were provided for review. See attachment (dpnl23-050 viecuri complaint of attune instr). The photo investigation revealed that based on the available photo device looks clean, no signs of foreign substance or dirt found on attune system impactor. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune system impactor would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.